Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the buttons not responding from time to time on the insulin pump. All of the buttons get stuck from time to time. The pump was not dropped or bumped. The pump was not exposed to moisture. Customer was asked to discontinue use of the pump and revert to a back-up plan.